Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the upper part of the system 6 aseptic battery housing diengages from the lower part. The event occurred during inspection. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the upper part of the system 6 aseptic battery housing diengages from the lower part. The event occured during inspection. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The customer comment was confirmed. The battery housing was confirmed to be broken at the ultrasonic weld. This break caused the causing the top of the housing to partially separate from the bottom of the housing.